Manufacturer narrative:
A review of manufacturing and inspection records showed no issues and no other complaints have been received for this batch number for this issue. The drill and fragment were visually examined under magnification. The drill tip has two fo the cutting edges damaged with a 3 mm portion of each edge missing. The break in both flutes appears to be brittle in natural. One of the fragments was returned and showed the cutting edge was worn. The third flute has a worn cutting edge at the same depth as the fractured portion of the other edges. The drill appears to be well used was the cutting edges of the drill show wear. A conclusion cannot be drawn based on a check of info concerning the circumstances of the drill usage and break. Additional MDR associated with this event: 3025141-2014-00060: p/n pl-2118 drill guide.

Event description:
Following orthopedic surgery, the surgeon was checking the x-ray after closing the surgical site and found that fragment of one of the drills used during surgery was left in the pt's body. The incision was reopened and the fragment was received. The surgical site was closed with no further issue.